Event description:
The customer was hospitalized for low blood glucose levels. Prior to being hospitalized, the customer treated a high blood glucose reading with an eight unit bolus. The customer stated that eight units may have been too much insulin. The customer only remembers waking up in the intensive care unit.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.